Manufacturer narrative:
This adverse event has been reported using the information made available in the referenced article in the record. The article was written by several healthcare professionals among several hospitals and facilities, with no indication of where or when the adverse event occurred. The provided information documents a case of pressure necrosis of the columella of the nasal septum and the reporter documents that the bridle was placed at the correct distance and location. There was no indication that any device malfunction occurred. An image was provided in the record, which shows that the nasal tube and bridle were pulled towards the patient's ear instead of coming out straight from the nose. Although it is unknown how long the nasal tube and bridle were in place for, it is believed that the bridle and nasal tube were pulled too tight against the patient's nose and the device placement was not adequately monitored and adjusted as necessary. No further information is available to amt regarding this record at this time. Complaint (B)(4) has been logged to record this occurrence.

Event description:
An adverse event was identified during review of an article from applied radiology - pediatric radiological case, titled 'the nasal bridle: a loop retention device'. In the article, the event is described as follows: "a young child who required an nj tube for feeding. The compression clip is well positioned away from the nostril; however, the nasal bridle retention loop caused pressure necrosis of the columella of the nasal septum with almost complete penetration. Note the partial filling in of the track by granulation tissue (arrowhead)."